Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer did not deliver a bolus right after dinner and subsequently delivered too much insulin via manual insulin injections, causing bg to drop to 50 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.